Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for npi needle pain & bending during use pe, and the 1st related complaint for harm skin irritation & needle clog on lot # 9204756. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle: npi needle pain, needle clog & bending during use pe) was captured and addressed appropriately. The reported harm, skin irritation is directly associated with hazard: needle point integrity; these are captured in risk assessment file 10000084266, revision 10. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver insulin/medication which was noted during use. The following information was provided by the initial reporter: material no. 320555 batch no. 9204756. From phone call on 2020-06-02: called consumer to obtain additional product complaint information. Consumer reported pain during his injections with his current box of the bd nano pro pen needles. Stated he has always used the bd nano pen needles and recently was given the nano pro. Stated the insulin flow during his injections with the nano pro has not been as good as it used to be. Stated he also has noticed a little minor bubble at his injection site when using these pen needles. No medical attention received. Stated he is concerned and does not want to use these pen needles for his injections. Reason for call: problems with product's performance. Verbatim from customer email: I have been using this gauge for years now with no complaints at all until my pharmacy told me that this is the new needle I was going to use. I have had many issues from slow flow to bent needles. I'm not sure what to do about this but I am beyond disappointed with the quality of the new needle and I'm scared to inject myself with this. I'm not sure why this needle was upgraded but it is not comfortable. At all.